Manufacturer narrative:
Initial and final MDR 1894409 - MDR 3003442380-2024-09925 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing was leaking at around the cannula housing onto the adhesive patch on (B)(6) 2024. The blood glucose level was 350 mg/dl at the time of event. The infusion set was in use for 24 hours. No further information available.